Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: april 19, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dill/tap and screw guide instrument had a broken prong on one of the four tips; the fragment was retrieved and disposed of. There was no patient or procedure involvement on this event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the single barrel dts guide was returned with one prong sheared completely off and the two prongs adjacent to the broken prong compressed inwards over the cannulation. The complaint is confirmed. The drill, tap, and screw (dts) guide is part of the vectra, vectra-t, and vectra-one systems that are intended for the anterior cervical plating for spinal fusion. The dts guide is intended to protect the soft tissue during drilling, tapping, and screw insertion. The product drawing was reviewed during the investigation and the returned dts guide was found suitable to determine the intended device design, application, and dimensional. The only change to the design was a change in the radius of the proximal grooves, which would not impact the complaint condition. The technique guide cautions that the dts guide should only be used for soft tissue protection. If the dts guide is used for tissue retraction, the dts guide may break and could potentially harm the patient. Two of the remaining prongs of the barrel of the returned dts guide were compressed inwards. Of these two prongs, a fatigue line could be observed along the base of one of the prongs that was very similar to the break pattern of the broken prong. It is likely that over the course of the device¿s 10 years of use, the dts guide was intentionally or inadvertently used as a tissue retractor and then reshaped back to its original state thus creating the fatigue line that led to the breakage of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.